Manufacturer narrative:
This report is submitted august 13, 2018.

Event description:
Per the clinic, the patient developed a hematoma and a wound and discharge at the implant site. Subsequently the patient was administered IV antibiotics. It was also reported that the patient later experienced extrusion of the device resulting in the decision to explant the device on (B)(6) 2018. It is unknown if there are plans to reimplant the patient with a new device as of the date of this report.

Manufacturer narrative:
Per the clinic, it was reported that the patient experienced an infection at the implant site prior to explantation.